Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that a lead integrity alert was triggered for sic (sensing integrity counter) counts and impedance variation on the right ventricular (rv) lead. Recorded episodes show non-physiologic noise and considerable impedance variation. It was noted that the noise was able to be recreated with pocket manipulation, but the testing was limited because the patient¿s pocket is tender. The patient was brought back to the ep lab where it was found, after removing the lead from the header of the device, that a small piece of tissue was on the tip of the terminal pin. It was determined that the lead was not properly cleaned before inserting into the header of the device at the time of implant. The terminal pin of the lead was cleaned and reinserted into the device header. All testing was normal and the rv lead remains in use .it was then later reported that the right ventricular (rv) lead is now having same issues as seen before, where the pacing impedance was very unstable and that noise was visible in stored nsvt (non-sustained ventricular tachycardia) episodes. It was noted that a lead integrity alert triggered for high rv lead impedance, high rate nstv, and high sic (sensing integrity counter) count. The oversensing was able to be replicated by having the patient raise and lower their arm. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for evaluation. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.